Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for extraction of the implantable cardioverter defibrillator and right ventricular lead due to pocket infection. The patient's condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.